Event description:
The introducer of the coronary sinus catheter was noted to have a break (crack) at the hub site after it was already inserted and sutured in place. Anesthesia removed the entire system and inserted a new one. Manufacturer response for coronary sinus catheter, coronary sinus catheter. All products with that lot number were immediately removed from the shelves. The rep informed the or that the 11 french introducers were recalled.